Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue or user had high glucose value. Manufacturer contacted customer with follow up phone calls to ensure the new product replacement resolved the initial concern as well as for knowing customer's condition; manufacturer made an effort in contact customer on different time ;unable to talk to the customer.

Event description:
Customer is calling for receiving results hi (more than 600mg/dl) readings on meter. Customer states that is experiencing intense thirst and frequent thirst and sates customer may seek medical attention. The customer's expected blood result is 250mg/dl-350mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been properly stored and were first opened 4/2/2016. Customer performed a back to back blood test and obtained 578mg/dl and 593mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:hi on (B)(6) 2016. Meter only has 4 results. Customer was released from the hospital today (B)(6) 2016 as was admitted for falling unconscious on thursday (B)(6) 2016. Customer unaware that is diabetic and was diagnosed upon admittance to hospital. Customer took 26 units of insulin prior to calling, customer could not recall the name of the insulin. Customer is going to seek medical attention.